Event description:
User reported 2 false positive results. Negative by pcr next day. This is report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. Refers to 3014862188-2022-00466: report 2 of 2 (B)(6).